Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal vein using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician made several passes using the cat8 with a pinnacle sheath. It was reported that the physician experienced resistance while advancing and retracting the cat8. While attempting to make another pass, the physician was torquing the cat8 and noticed the midshaft became kinked; therefore, it was removed. It was also reported that the patient had small vessel access and a possible spasm clamped down on the cat8. The procedure was completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.